Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. A total of 17 forceps samples were received. Two samples were received in opened original packaging including the cover foil. The returned opened samples showed surgery residuals. Fifteen forceps samples were received in their unopened original packaging. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two used received samples were visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps showed surgery residuals. After cleaning, it was found that the tubes are loose which blocked the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between tip-tube and sleeve. Forceps devices manufactured at the location of the customer's complaint samples had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to the specific manufacturing site in the meanwhile and the process of applying the additional 4th drop of glue has since been implemented. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has further clarified that the forceps was used to grab the haptic while inside of the eye so that it could be fixated to the eye wall. When the forceps would not let go of the haptic, the haptic had to be cut in order to remove the forceps from the eye. As a result of the cut haptic being shorter than the opposing haptic, the opposing haptic broke off from the optic due to too much tension. The patient had to be taken back to surgery a week later for an iol exchange.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two ophthalmic forceps were used during surgery which, once closed on something inside of the eye, would not allow the forceps to reopen which resulted in the intraocular lens (iol) haptic having to be cut. There was no report of patient harm. Additional information has been requested. Additional information received further clarified that the iol haptic was cut when it became caught in the forceps that would not reopen.